Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the heart lung console would not switch to backup battery power as expected. The user unplugged the system and both battery backed-up roller pumps would not remain powered on. The user reported there were no adverse consequences to a pt as a result of this event.